Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that therapy stopped due to a power on reset (por) message. The patient said stim quit working due to the message. The patient said it won't turn on and she knew it was fully charged. The patient said it wasn't working and she was putting it off. The por occurred about a month and a half ago. The patient was going to sync and charge the device. The patient had fallen in the past couple of months. The por was cleared and the issue was resolved. No further complications were reported.